Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture, baker grade ii and possible rupture. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported. Device evaluation: the device related to the reported events of capsular contracture was received on april 29, 2025, with lot number 357796. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.